Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician predilated the lesion with a 2.5x20mm non-bsc balloon catheter. Then the physician deployed a 3.0x18mm non-bsc stent. The physician then advanced a 3.0x15mm quantum maverick balloon catheter to the lesion to post dilate the stent and on the first inflation, inflated the balloon to 15atms. On the second inflation, the balloon was inflated to 20atms and ruptured. There were no patient complications. The post dilatation was successfully completed with a 3.0mm non-bsc balloon catheter inflated to 20atms. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the system of the complaint device was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located .05 centimeters distally from the edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.